Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the non-calcified and average tortuous first obtuse marginal branch (1st om) coronary artery. A stent was successfully implanted and the stent catheter was removed. Upon withdrawal of the luge guide wire post-stenting, the distal end "sheared off inside the distal end of the vessel". The physician was successful in snaring the tip, and upon removal, noticed the tip had thrombus on it. No pt complications were reported. Pt status is reported as "fine."